Manufacturer narrative:
Root cause: use error. Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. Reportedly, the customer had filled the cartridge with over 300 units of insulin. Customer was advised against overfilling the cartridges. There was no reported adverse impact to the customer's blood glucose level.